Manufacturer narrative:
The following patient information was asked to the physician but was not available: initials, gender, age, weight, date of birth, comorbidities, medications. A1: no patient specific details have been provided. Therefore, the patient identifier (in confidence) reflect the gore internal case number. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent treatment for an aneurysm with stenosis in the upper region of an existing right femoral-popliteal bypass graft (unknown manufacture) using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). It was reported the lesion was pre-dilated and the delivery catheter advanced to the target treatment site through a 7f terumo pinnacle® destination® guiding sheath over a .035" terumo glidewire advantage guidewire successfully. When the physician attempted to deploy the endoprosthesis, it was reported one-third of the deployment line was pulled, when bowstringing was observed and deployment was ceased. The physician then withdrew the delivery catheter through the sheath with no delivery catheter damage or endoprosthesis distal expansion noticed. It was reported the viabahn device was deployed successfully on the back table and discarded. To complete the procedure, it was reported a new device was selected, advanced and deployed without incident. It was reported there was no patient impact.